Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A startright representative reported via email of low blood glucose readings from the insulin pump. The customer experienced sensor glucose versus blood glucose differences. The customer's blood glucose was 40 mg/dl while his sensor glucose was 90 mg/dl. The customer stated that he was not feeling well and had to pull to the side when he was driving. The customer also stated that 70% of the time, the sensor glucose versus blood glucose has been off more than 30 points. The customer stated that there was bleeding at site with the sensor. The customer was advised to contact 24 hour helpline for further assistance.